Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the manual prime. It was reported that insulin was squirting out during the manual prime process. The customer's blood glucose over 380mg/dl at the time of incident. It was reported that it was treated with injection . Customer states the drive support cap appeared normal. The customer declined to troubleshoot for high blood glucose and stated that he had already his blood glucose in control and was 180mg/dl. The insulin pump will be returned for analysis.